Event description:
The account alleges that during a percutaneous transhepatic cholangiogram [pta] stent insertion procedure, the catheter tip detached 20mm below the primary angle of the curvature within the patient. A vascular snare device was used to successfully externalized the foreign body from the patient.

Manufacturer narrative:
The suspect device was returned for investigation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.